Event description:
It was reported that the patient had a history of gastrointestinal bleeding (gib). The patient's hemoglobin was 7.6 on (B)(6) 2020 which was down from 11.4 on (B)(6) 2020. The patient was admitted on (B)(6)2020 with gib. The patient might have had intermittent melena at home. An esophagogastroduodenoscopy (egd) showed no obvious bleeding, 4 centimeters (cm) hiatal hernia, and barrett's esophagus. The patient received 2 doses of iron sucrose, 500 milligrams (mg) each. Warfarin and aspirin were held; however, the patient was back on both. A capsule endoscopy was recommended by gastrointestinal (gi). There was a recurrent gib and negative work up in 2021. The patient was on pantoprazole 40 mg once a day per gi due to significant gastroesophageal reflux disease (gerd). The patient was off the drug due to low platelet, but then back on (B)(6) 2021, the platelets never recovered above 120,000 while on famotidine or carafate. The patient had thrombocytopenia. Their platelets have dropped below 200,000 since the time of their first gib in (B)(6)2020 and use of pantoprazole at higher dose of 40 mg twice a day. The patient was back on pantoprazole 40 mg once a day in (B)(6)2021. Repeat platelets were around 100,000 since then. The patient saw a hematology in 2022. The recurrent significant bleeding from (B)(6)2024 required extensive work up. The patient was admitted with gib and hemoglobin 6.9 on (B)(6)2024. An egd on (B)(6)2024 showed gastritis with hiatal hernia. A "csp" on (B)(6)2024 showed mild proctitis, but there was no source of bleeding. The patient had a capsule endoscopy that showed multiple proximal small bowel arteriovenous malformations (avms). A double balloon endoscopy performed on (B)(6) 2024 showed fresh/clotted blood in the 2nd portion of the duodenum. An argon plasma coagulation (apc) was used to treat multiple avm/red spots. At the end of the procedure an actively bleeding avm versus dieulafoy lesion in the 2nd portion of the duodenum was treated with an apc/clip. The patient's hemoglobin dropped again and was transfused 1 unit of packed red blood cells (prbc) on (B)(6) 2024. A push enteroscopy showed 2 gastric polyps with recent bleeding that was treated with hot snare. There was also erosive gastropathy with the recent bleeding. The patient's lst admission for gib was from (B)(6) 2024. The goal international normalized ratio (inr) for the patient was lowered to 1.8-2.5. The patient and physician discussed the value of acute blood loss anemia and gi evaluation as hemoglobin had been steadily trending down to 8. On review, the patient had a gi evaluation on (B)(6) 2024 with further evaluation that led to an arteriovenous malformation (avm) diagnosis with push enteroscopy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 correction: health effect - clinical code 4480 - melena added. Section h6 correction: health effect - clinical code 4431 - thrombocytopenia added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU is currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Chapter 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.